Manufacturer narrative:
Since the product was not returned for analysis, no product failure analysis can be conducted and no determination of possible contributing factors could be made. As such, the investigation will be closed. If the complaint device is received in the future we will reopen the complaint and perform the investigation as appropriate. The device history record (DHR) was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. (B)(4).

Event description:
It was reported that a patient underwent an atrial fibrillation procedure with a thermocool® smart touch® sf bi-directional navigation catheter and a clot was discovered. During the cavo-tricuspid isthmus, the impedance of the smart touch sf catheter increased about 20 ohms and the ablation stopped. The catheter was removed from the cardiac cavity and checked and clotting was stuck to the tip of the catheter. The smart touch sf catheter was changed to a competitor's one and the issue resolved. The procedure was completed with no patient consequence. The high impedance is not MDR reportable because if the impedance exceeds the user-selected cut off, and the generator stops delivering radiofrequency energy as intended, then the risk to the patient is remote. However, the clot discovered on the tip of the catheter is MDR reportable since a clot has poor adherence to catheters and transseptal sheaths, it could cause a potential risk to the patient. Multiple attempts have been made to obtain clarification to this complaint. However, no further information has been made available.

Manufacturer narrative:
It was reported that a patient underwent an atrial fibrillation procedure with a thermocool® smart touch® sf bi-directional navigation catheter and a clot was discovered. The returned device was visually inspected detail and it was found in normal conditions. No clotting was found on the catheter. Per the event, the catheter was tested for electrical performance, temperature comportment and generator compatibility and it was found within specifications. Then per the reported event, an irrigation test was performed and the catheter passed, no occlusion was observed. The device history record (DHR) was reviewed and no anomalies were found. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. The customer complaint cannot be confirmed. Manufacturer's ref. No: (B)(4).

Manufacturer narrative:
Additional information was received on 11/30/2017. The system did not present any error messages nor did the physician/user see any product problem. There were no issues related to temperature or flow on the catheter. Stockert generator was in power control mode with a power of 30 watts. The impedance value was unknown but it increased about 20 ohms during ablation. A coolflow pump was used during the procedure. The material observed appears to be char. The physician does not consider that the char to be excessive. The physician did not consider the amount of char observed caused a potential risk to this patient. The patient exhibited any neurological symptoms since the procedure was completed. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
The bwi failure analysis lab received the device for evaluation on 1/15/2018. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. Manufacturer's ref. No: (B)(4).